Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation. Field b3 date of event is estimation because the physician did not recall the exact date.

Event description:
An intuitive surgical, inc. (Isi) endoluminal territory associate (eta) was made aware by the physician that a patient had a previous pneumothorax in (B)(6) 2025 at the same hospital. The physician told the eta that the patient had the same procedure (transbronchial lung biopsy procedure) in the left upper lobe. Intuitive surgical inc (isi) followed up with the physician to obtain additional information, and the following information was provided: the physician stated that because of the patient's breast implants (from previous reconstruction surgery for breast cancer) and the lesions' location in lul, visualization and access to the lesion wasn't accessible via endobronchial ultrasound (ebus). The location of the lesion was in the left lower lung (lul) just under the sternum, near the chest wall, between breast implant and the right ventricle. The physician states that the pneumothorax occurred because of his many efforts to try and visualize and access the lesion with ebus. After many attempts, the physician was not able to obtain the biopsy and the pneumothorax occurred. The pneumothorax was 8cm in size for which an 8fr chest tube was placed. No diagnosis was obtained. The patient remained hospitalized for a couple of days and was discharged home. The physician stated that neither the ion system or its instruments and accessories contributed to the event, nor was there any malfunction of the ion device or its components.